Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 22, 2024, and h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache and allegedly states the device has a strange odor related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed that the sound abatement foam degradation/breakdown was not observed in the base unit, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door,control dial, keypad, blower, blower box, dc jack color insert, p4 power connector. A hairlike substance was observed inside the blower box, technician observed no odor coming from the device . The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes present. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit and confirms the presence of contamination in airpath and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report. .